Manufacturer narrative:
(B)(4). The device was received in good condition with dried body fluids. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did not return after the handle was depressed due to excessive dried body fluids on the device. The device's handles were manually opened and the jaws were opened by manually pulling the trigger and handle apart. It is probable that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.

Event description:
It was reported by the sales rep that during a laparoscopic assisted vaginal hysterectomy procedure, using the device after three to four firings the handles became extremely hard to squeeze and the jaw failed to open after a use. There were no patient consequences. Case completed using clamp, cut, and tie.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.